Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the customer understood and acknowledged.